Event description:
It was reported that increased capture threshold, r wave amplitude variation, and increased pacing impedance was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating a revision procedure was attempted, however, due to the anatomy of the patient the procedure was unable to be completed. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.